Manufacturer narrative:
Evaluation of the returned pump found two kinks in the cannula. The provided data logs showed that the pump was improperly positioned on (B)(6) 2021, first in the ventricle, as indicated by the ventricular placement signal waveform, flattened motor current waveform, and 'impella position in ventricle' alarm, and then in the aorta, as indicated by the aortic placement signal waveform and flattened motor current waveform. The cause of the cannula kink was improper technique. Per IFU 0048-9007, if the impella catheter is completely out of the ventricle, repositioning the device across the aortic valve should not be attempted without a guidewire.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted for high risk percutaneous coronary intervention (hrpci). The pump was pulled out of the ventricle and folded on itself in the aorta and a snare was used to grab the pigtail of the pump to pull it straight to remove the pump.